Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. From this information it is not possible to confirm the complaint.

Event description:
It was reported that an unspecified number of ser plas 1ml 13x3,8 u-100 150 had defective packaging before use. The following was reported by the initial reporter: "we bought some 1ml luer slipe syringes from lot 0169898, however they are having problems when it comes to detaching each other causing loss of the product once the packaging ends up being violated and consequently we lose the sterilization of the product.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of ser plas 1ml 13x3,8 u-100 150 had defective packaging before use. The following was reported by the initial reporter: "we bought some 1ml luer slipe syringes from lot 0169898, however they are having problems when it comes to detaching each other causing loss of the product once the packaging ends up being violated and consequently we lose the sterilization of the product."